Manufacturer narrative:
The facility did not request service. The facility's biomedical technician checked the system and could not duplicate the customer reported problem. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).

Event description:
A biomedical engineer reported the system locked up during a procedure. After a 10-15 minute delay, a second system was brought in and the case was completed without further incidents. There was no pt impact reported.